Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an "intepro sling" was implanted "to treat her pelvic organ prolapse and/or stress urinary incontinence." The date of implant was not provided. Plaintiff's attorney has alleged that, "as a result of having the products implanted in her, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries" and that damaged nerve endings led to "neuromas". It was also alleged that the plaintiff was caused severe personal injuries, severe emotional distress, and other losses.